Event description:
A male patient reported that he was implanted with a lower end intraocular lens (iol) instead of getting a better iol. That the physician told him, he would not wear glasses anymore, but the patient is still wearing glasses and is not satisfied with his vision. The patient saw his doctor recently and was informed that the lens in the right eye has rotated 11 degrees and the lens in the left eye has rotated 6 degrees. The patient stated that he is experiencing blurry vision, floaters and starburst in both eyes. The patient has difficulties with driving, reading and seeing things; however, he accepts that he is still able to do his daily tasks although sometimes with difficulty. The patient was seen by his doctor on (B)(6) 2022 which re-rotation and flattening of the right eye lens was performed during that visit. No action was taken with the left eye. The patient indicated that the re-rotation has not made much difference. The patient is scheduled to see his doctor again on (B)(6) 2022. No further information was provided.

Manufacturer narrative:
Ethnicity/race: the exact ethnicity and race are unknown/ information asked but indicated to be "mixed". Date of event: unknown, not provided, but the best estimate date is after (B)(6) 2021. Implant date: if explanted, give date: not applicable, as the lens remains implanted. Device evaluated by MFR: the device is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.